Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer also reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading was 108 mg/dl. No significant events leading to the alarm or keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had a cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.